Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient reported that at an unspecified time on (B)(6) 2018, she developed the symptoms of feeling ¿shaky¿. The patient manages her diabetes with metformin 500mg (2 tablets, twice a day) and lantus insulin (92 units at night). She denied making any changes to her usual diabetes management routine in response to her alleged symptoms at this point. The patient reported that approximately 30 minutes after the start of her symptoms she attempted to test her blood glucose on her onetouch ultra2 meter. It was at this point that she first became aware of the alleged product issue when she obtained the alleged inaccurately erratic results of ¿11.2 and 8.9 mmol/l¿ within 20 minutes of each other. In response to this, and in order to treat her symptoms, the patient reported eating ¿toast with jam¿. The patient denied testing her blood glucose on any other device. During troubleshooting, the csr verified that the results were obtained from the same approved sample site, the subject meter¿s unit of measure was set correctly at the time of testing, the patient¿s testing process was correct, the test strips had been stored correctly and had not expired and the test strip vial was not cracked or broken. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurately erratic results, the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.